Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was a broken cap. The following information was provided by the initial reporter. The customer stated: "for a couple of weeks now we have seen problems that the caps of sample tubes goes into two pieces after decapping on our lab automation. We have seen this problem on different kind of tubes but the ones that I´m sure of is your part nr: 367525 and 368497. This caused a lot of trouble for us when/if the tubes comes into our analyze machines. There have been several probe crashes and other problems."

Manufacturer narrative:
H3: investigation summary: bd received 1 photograph from the customer in support of this investigation. An evaluation of the photograph indicated a stopper inside the tube without a hemoguard shield. Additionally, 24 retained tubes from the same lot numbers of the bd inventory were visually evaluated and functionally tested and the issue of decapping was not observed. Bd was able to confirm the customer¿s indicated failure mode from the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2150167. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2143156. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2145930. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was a broken cap. The following information was provided by the initial reporter. The customer stated: "for a couple of weeks now we have seen problems that the caps of sample tubes goes into two pieces after decapping on our lab automation. We have seen this problem on different kind of tubes but the ones that I´m sure of is your part nr: 367525 and 368497. This caused a lot of trouble for us when/if the tubes comes into our analyze machines. There have been several probe crashes and other problems."